Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for time/clock anomaly. Blood glucose was unknown. The customer stated that insulin pump gained 11 minutes from aug to dec from when she got the insulin pump and went to training. Customer states the gain is greater than 1 minute per week. Customer stated gain is greater than 4 minutes per month. Advise the pump will need to be replaced. Advise to discontinue use of the pump and revert to back up plan per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the sleep current measurement, active current measurement, self test and displacement test. The insulin pump was monitored and functioned properly. There was no time clock anomaly during testing.